Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) expired. The device was programmed to monitor only during a non-related surgical procedure. It is unknown as to whether the device was reprogrammed to monitor + therapy subsequent to the procedure.